Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the parox atrial fibrillation farapulse procedure to treat atrial fibrillation paroxistica faradrive steerable sheath clear was selected for use. It has been mentioned that when the farawave nav catheter was being inserted and advanced into the faradrive, air was coming out during aspiration. A broken valve was suspected by physician. The procedure was completed successfully by using a different device same model. No patient complications have been reported. The product is not expected to be returned as was disposed in the facility.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the parox atrial fibrillation farapulse procedure to treat atrial fibrillation paroxistica faradrive steerable sheath clear was selected for use. It has been mentioned that when the farawave nav catheter was being inserted and advanced into the faradrive, air was coming out during aspiration. A broken valve was suspected by physician. The procedure was completed successfully by using a different device same model. No patient complications have been reported. The product is not expected to be returned as was disposed in the facility. It was further reported that abnormalities noted during preparation. Only the faradrive dilator was inside the sheath prior to, and/or at the time, the air was observed. Irrigation flow rate was 2ml. No fluid leak seen. Position of guidewire was paralell, coavial.